Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-34 and c-00. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a nurse called in to inform that they were having issues related to the monopolar energy with their integrated electrosurgical unit (iesu) or erbe generator. The customer was not able not activate the monopolar energy, so they had installed a third-party generator (force triad) to the system prior to the call. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the log and confirmed the error message. The customer needed assistance with getting the force triad generator connected to system and the tse informed them to confirm the led on the back side of the core. When led on the back side of external generator panel personality module energy device (pmed) turned blue, the customer confirmed the external generator was working. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found c-34 error was confirmed during power-on testing. No visible issues were found, and the unit will be returned to the original equipment manufacturer for further failure analysis. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.